Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons was hard to push. The customer blood glucose level was unknown. Customer also stated that insulin pump was rejecting numerous brand new batteries also clock did not keep time even after resetting. The insulin pump will not be returned for analysis.